Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette not latched error. There was no patient involvement.

Manufacturer narrative:
D9: product received date 1/29/2025 h3: one device was returned for repair with complaint of cassette not latched error. No relevant service history was on review. Review of event log found cassette not attached error. Visual and functional testing was performed. Complaint was not confirmed through latch/lock test or cassette test. Upon further investigation, found the downstream occlusion (dso) seal lifting, which indicates seal integrity is compromised and is a reportable malfunction. Replaced dso seal. Device passed all testing criteria post repair.